Manufacturer narrative:
PMA/510(k) #k142688. The echo-hd-3-20-c device of lot number c1625530 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 06-nov-2019. Break at distal end of needle approximately 6.3 cm from tip of sheath. Kink at distal end of needle approximately 4.4 cm from tip of sheath. It is likely that the initial failure mode was the distal break leading to the needle kink. The distal break occurred at approximately 6.3 cm from the tip of the sheath, which is approximately 1.2 cm from needle tip. This confirms that the break did not occur at the notch because the notch area is within approximately 0.8cm from needle tip. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records (c1625530) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1625530. There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to hard lesion. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During fnb operation , the needles broke. In detail, when dr. (B)(6) was puncturing the head of pancreas frome duodenum, 1.5 cm of needle was broken and then the needles tip was embedded in the duodenum.